Manufacturer narrative:
Quality controls of the related product's batch records have been performed. The product is compliant with specifications. No default has been highlighted during production. There is no history of other similar complaints with this batch number. Granulomatous reactions are well known and described reactions linked to hyaluronic acid dermal filler injections. They may be due to late immune response of the patient's organism to the dermal filler, considered as a foreign body. Literature data: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14 signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6): 961e-971e lee, j. M. And y. J. Kim (2015). "Foreign body granulomas after the use of dermal fillers: pathophysiology, clinical appearance, histologic features, and treatment." Arch plast surg 42(2): 232-239.

Event description:
This incident occured outside the united states, in spain. According to the received information, on 2019-07-25, 8 months after the injection of rha 2 in the lips, the patient presented with a granuloma reaction in the upper inner lip. The last information received at the date of this report confirms the complete resolution of the symptoms.